Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug was tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not power on. There was no patient injury or death reported.